Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) (2000ug/ml at 899,4 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022 a pump refill was performed and the expected pump reservoir volume was 1 ml; however, the actual reservoir volume was 2.4 ml. The pump was refilled with 40 ml. On (B)(6) 2022 the patient went to the emergency room with confusion and nausea. The patient was hospitalized on (B)(6) 2022 and the pump was set to a minimum rate as they suspected overdose. The patient stayed in intensive care without oxygen supply. On (B)(6) 2022 the patient went home in good general condition with the pump remaining on minimum rate. On (B)(6) 2022 the patient again experienced nausea and vomiting but was well conscious at home. On (B)(6) 2022 the patient was picked up by the mobile urgency group as they experienced decreased consciousness, low blood pressure, watery diarrhea. The patient was in the intensive care and was getting oxygen supplied. On (B)(6) 2022 a toxicology screening for amphetamines was positive. An eeg was performed. At first there was no epileptic seizure seen, but after one hour an epileptic seizure was confirmed with eeg. On (B)(6) 2022 they aspirated the medication out of the pump. The expected reservoir volume was 38 ml; however, the actual reservoir volume aspirated was 3 ml. They refilled the pump with 20 ml physiological water and the infusion rate was 1 ml/day. On (B)(6) 2022 the expected volume aspirated from the pump reservoir volume was 19 ml and the actual volume aspirated was 14 ml. They refilled the pump again with physiological water. On (B)(6) 2022 a pump study was performed. The rotor of the pump was checked and appeared normal. A catheter access port study was also performed on (B)(6) 2022. Limited aspiration through the side port with smooth injection with contrast, and nice view of contrast at the tip of the catheter with no loss of contrast along the entire length of catheter (only at the tip of the catheter) was noted. The pump was replaced on (B)(6) 2022. At this moment the pump was filled with physiological water. The patient was not yet conscious and she was having seizures. The issue was not resolved as of (B)(6) 2022. They were questioning if the pump was dysfunctional regarding as well as the patient having experienced symptom return, overdosage, and withdrawal. There were no known external or environmental factors that may have led or contributed to the event. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: unknown explanted: product type catheter section d information references the main component of the system and other applicable components are : product ID neu_unknown_catheter serial# / lot # unknown ubd: unknown UDI#: unknow product type catheter h3: the pump was received; however, performing destructive pump analysis was placed on hold due to legal summons / legal proceedings. A follow-up report will be sent if/when destructive analysis is completed. H6: the method code b22, results code c21, and conclusion code d15 pertain to the pump. The method code b20, results code c20, and c onclusion code d14 pertain to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s previous medical history included the following: multiple sclerosis since 2014, wheelchair-bound already at first contact at the pain clinic in 2016, severe spasms in lower limbs for which oral baclofen was administered, bilateral pointed feet, flexion/extension barely possible in the knee area, hip mobility, spasms were painful for which fentanyl patches were initiated since (B)(6) 2018, an intrathecal administration of baclofen after a favorable infiltration test spinally of a single dose of baclofen, reduction of strong opioids and valium, peg probe given problems swallowing, and progressive development of tetra paresis. Other miscellaneous medical history included: anorexia since 2016, migraines, hemorrhagic gastritis, abuse of tobacco, constipation, and suprapubic probe (as from 2018). Operations included: hallux valgus, appendicitis, cholecystectomy, fess operation, and chest prosthesis, bilateral. Allergies included p laster/adhesive (severe). Medical history related to the patient¿s pumps included the following: spasticity, driven by spasms, it baclofen had been increased since june of 2018; patient was still getting up regularly at this moment, often combined consultation with physical medicine ikv increasing pump / launch of splints/ local injections with botox / wheelchair adjustments, persistent spasms mainly in the right leg resulting in an increase of the baclofen dose, and always as per rules with 5 to 10% increase from the administered dose. The patient¿s first intrathecal pump was implanted (B)(6) 2018 which administered baclofen/bupivacaine. They later replaced the pump with a new 40 ml pump on (B)(6) 2021 to a to reduce fillings per year. Regarding social situation, the patient was at home, dependent, wheelchair-bound, and her husband was taking care of her. It was further reported that considering a daily dose of (B)(4) mcg, a pump replacement was carried out on (B)(6) 2021 with a synchromed ii (baclofen concentration: 80mg/40ml, bupivacaine: 200mg/40ml). The first pump filling occurred on 2021 (B)(6) where an adjustment was made regarding flex dose administration; daily dose 1227 mcg (688.3mcg at night, 538.6mcg during the day). This resulted in a period of severe illness. The patient had received a second opinion regarding her multiple sclerosis (ms) and possible treatment options. At the moment the patient was out of treatment, but they had found a fault in the pump which caused her to be overdosed for the first time. The settings were readjusted to permanent and reduced by 12%. On (B)(6) 2021, a second filling occurred with adjustment to 1080 mcg/day. The pump was increased again to 1188 mcg/day on (B)(6) 2021. On (B)(6) 2022 the third filling occurred and no adjustment was made, but botox peroneal longus was indicated. On (B)(6) 2022 the patient reported weight loss of 7kg since (B)(6) 2011, and symptoms of nausea, vomiting, and a feeling that the dosage of her pump was too high. No follow-up was given, and it was noted that the patient was told she had to get used to it. On (B)(6) 2022 the fourth filling occurred since then with nausea and vomiting; the patient visited the emergency room. It was further indicated that then presumably due to urinary tract infection r/ab, there was no improvement with that. On (B)(6) 2022, the patient went to the emergency room with nausea and vomiting and her pump was filled. In the discharge letter it was noted that ¿to date, few arguments that allow the complaints to be fully explained by incorrect settings of the baclofen pump¿. On (B)(6) 2022 the patient went to the ER again. The patient experienced general deterioration of her condition, nausea, vomiting, general malaise, and fatigue. It was again noted as written: ¿according to the patient, due to too high a dose of baclofen¿. Again, the patient was sent back home with supportive medication. A few days later, the patient had to contact her neurologist herself due to cont inued vomiting and nausea. The patient could not take in any food nor liquids. The patient appeared to be malnourished. There too, they struggled to control her nausea, but she had been reinforced that she could go back home. On (B)(6) 2022 a reduction of the pump to 950 mcg/day occurred. The patient continued to have vomiting/nausea for which two visits to the emergency occurred. Alizapride, ondansetron, haldol, primperan were indicated with no improvement. From (B)(6) 2022 the patient was admitted to neurology for further examination. On (B)(6) 2022, magnetic resonance imaging (MRI) of the cranium was performed and the pump resumed normal function. On (B)(6) 2022 the intrathecal dose was reduced from 950 to 855 mcg/day. On (B)(6) 2022, a test of c4-5--6 right was done. On (B)(6) 2022 the patient had a lot of spasms so they went back to 900 mcg/day. Afterwards there was a lot of neck pain. On (B)(6) 2022 rf facet right c-4-5-6 was indicated. Neck pain and headache had clearly improved when examined after 6 weeks. On (B)(6) 2022 the patient had a consultation with endocrinologist regarding persistent weight loss and there was no explanation. On (B)(6) 2022 the patient¿s condition started deteriorating; nausea, vomiting, diarrhea, headache and disorientation was indicated. The pump was filled on (B)(6) 2022 which went smooth, except they expected pump content 2.2ml and only extracted 1 ml from the reservoir. Since the pump filling on (B)(6) 2022, the patient experienced lightheadedness in the evening, which led to nausea and vomiting on (B)(6) 2022. In the night of (B)(6) 2022, the disorientation increased, which led to a referral to the ER by the general practitioner (gp). At that moment, the patient was found awake and alert, yet she did not respond when spoken to and did not carry out assignments. Involuntary movements and bilateral mydriasis lightly reactive were indicated. The husband denied ingestion of medication (aside from normal medication)/drugs. The patient was admitted to the neurology department on (B)(6) 2022. Until, on (B)(6) 2022, in the morning, the patient was found in bed with no reaction except from moaning noises. They suspected a brain hemorrhage and called the ambulance. After some examinations it appeared that it was not a brain hemorrhage, and they suspected an overdose of baclofen, only they didn¿t know how it could have happened. The patient stayed for three days in intensive care ¿like a plant¿. The patient could not speak or move, and sometimes she was not even conscious. Physicians found a leak in the pump exactly as the patient had indicated months ago and supposedly no brain damage remained, but the patient had not recove red the coordination she had before. Admission ite with suspected ¿baclofen inefection¿ having occurred (B)(6) 2022 was further indicated. Examinations were normal (head CT, eeg, and laboratory). The baclofen pump was set on minimum rate of 12.4 mcg/day to keep the spinal catheter operational. A prescription of valium 10 mg was given (if necessary up to 3 times a day). A gastro-enterologist was advised due to weight loss and vomiting. A CT of the upper abdomen was indicated. Admission to neurosurgical with combined follow-up by the algologists was further noted. Considering labs showed signs of dehydration, IV plasmalyte/glu 5% was indicated. It was further indicated that neurologically it was very variable and picture was unclear. The patient experienced intermittently very tense hypertonic agitation, at other times was almost unawakenable and had slack tonus. Neurology and neurosurgery consulted for advice. The baclofen pump was flushed. Biochemically there was nothing unusual. Now variable picture. Regular restlessness, agitation, and shouting occurred, and sometimes the patient was also completely calm and quiet. The patient had varying focused contact. More often they failed to carry out assignments and then does make eye contact. There was no fever. The patient was haemo dynamically stable. Suprapubic tube us+ uc follows and had dexmed was noted. It was reported that a discussion with the patient¿s partner occurred on (B)(6) 2022, and according to him problems clearly started since the pump replacement 1 year ago. As of (B)(6) 2022, 3 disturbed consciousness and presumably baclofen intoxication was indicated. The patient experienced alternating agitation/stupor. Dexdor was discontinued the morning of (B)(6) 2022 because the patient was predominantly groggy. Oxycodone tm was restarted (given baclofen stop). Valium zn was given for agitation. Mr of brain was to be scheduled. Respiratory and haemodynamic was stable. Renal function was fully recovered. The following was further indicated: hypernatr 148. Hypok for which substitution (potassium + mg), sv started 40cc/h. -> tapered off to 20cc/h given residual 200cc clex prophylactically, afebriel, low inflammatory. E. Faecalis/pseud > 100,000 and pyuria sps. As of (B)(6) 2022, consciousness disorders with question of baclofen intoxication were indicated. Neurologically the patient recovered to baseline. There was no increase in spasticity symptoms yet. As a result, they started baclofen po. An outpatient pump study was to be provided. Respiratory and hd was unsupported, renal preserved, severe nausea and residual was noted and the patient was to have gastroscopy on (B)(6) 2022. They started primperan, nightly sv continued (at home at 40cc/h overnight). There was no evidence of infectious problem. On (B)(6) 2022 the patient was re-admitted by mobile emergency service at home as the patient was found a-responsive around 1 pm in the afternoon by her husband and children. After mobile emergency service arrival (in dire circumstances) the patient was found nearly unconscious; patient with gcs 5/15. (E2v1m3). The patient was intubated. They suspected baclofen intoxication. The patient was admitted for monitoring and observation. There was no indication for lp given and no signs of infection. A CT of the skull normal. The patient was scheduled for pump study on (B)(6) 2022. Tonic clonic e attack and persistent e attacks see eeg neurology was further indicated. On (B)(6) 2022 the patient had development of epileptic seizure with need for deepening sedation and start eeg monitoring. Determination of ncse for which start keppra and also depakene dormicum drip was indicated. Under this, good control was achieved upon which patient could be slowly weaned from sedation. Given rising infectious parameters and suspicion of pneumonia of the intubated patient, empirical tazocin was started on (B)(6) 2022. Under this again decreasing infectious parameters and improving clinical picture was noted. As of (B)(6) 2022-jun-21 the intrathecal pump was with a residual volume of 38 ml. Given persistent idea of baclofen intoxication despite minimal rate, they decided to empty pump and fill with physiological solution at 1 ml/24 hours. Aspiration of the reservoir revealed 3 ml residual volume instead of the expected 38 ml residual volume. A side port puncture was performed and 0.2 ml of fluid could be aspirated. A positive glucose test was further indicated. The pump was refilled with physiological solution (20 ml) and the pump was set at arate of (B)(4) hours continuously; the control residual volume was provided 24 hours later. On (B)(6) 2022 the pump reservoir was emptied again and they could only aspirate 14 ml. A catheter study occurred and no fluid / cerebrospinal fluid could be aspirated from the side port; however, injection of contrast however went smoothly with good spinal spread. The patient¿s husband had spoken with the physician and regarding pump failure, they agreed to replacement. On (B)(6) 2022, no leakage around catheter pathway nor around connection between catheter and pump occurred. A rotor study was normal, but neither speed of rotor nor boluses could now be ruled out. The pump was replaced on (B)(6) 2022. The new pump was to be filled with physiological solution. Regarding the patient¿s condition at discharge, the following was indicated: heart rate: (B)(4) , bp: 140/83(106) mmhg, bp (cuff): 120/83(94) mmhg, lactate (anal verni) mmol/l, troponine t (hs): <(><<)>5 ng/l, last validated moisture balance: -488 ml (last validated on (B)(6) 2022) moisture in: 1282 ml, moisture out: 1770 ml, comments: hd without support, neurological: vas score: 3, painad: 1 /10, comments: known status in ms patient. Consciousness intact, respiratory: po2: 80,1 mmhg pco2: 45,8 mmhg spo2: 100% no 02 need renal-metabolic: total urine production past 24 hours: 1610ml urea: 16 mg/dl kreatinine: 0.55 mg.dl egfr: > 90 ml/min sodium: 140 mmol/l potassium: 3.23 mmol/l phosphate: 0.96 mmol/l magnesium: 0.82 mmol/l comments: renal preserved gastrointestinal / nutrition: 209 ml total tube feeding administered in past 24 hours; gastro today. Haematological: aptt: 26.2 inr: <(><<)>1.00 haemoglobin: 14.4 platelets: 243 notes: stable infectious: last temp: 36.8°c (max: 37.2°c) crp: 3.2 wbc: 8.5 current antibiotics: none medication at discharge points of attention at discharge target fluid (ml/hour): 40 target bp systolic (mmhg): <(><<)> 150 target map (mmhg): > 65 target saturation (%): > 94 neurological: gcs pulmonary: nb renal/metabolic: ud/2 hours, and abdominal: sv 40cc/h at night infectious: hc at temp >38.5°c. Regarding a transfer, it was indicated that tight-time tube feeding was to be increased depending on tolerance. It was indicated, that as per a family member of the patient, ¿if the physicians had listened to their mother (as also indicated in the leaflet of the itb pump, which states that these complaints should be taken seriously)¿, it would probably have never happened and their mother would not have been sick for more than six months. It was further noted that they demanded a new intrathecal baclofen (itb) pump from the hospital because there was only a reimbursement from the health insurance every x years. It was also indicated that they also demanded compensation for the medical suffering undergone by their mother because no one listened to her. Regarding clinical neurological examination, the following was indicated : non-meningeal stimulation, e4m5-6v3. The patient made eye contact with threat reflex present, anisocoria, left pupil slightly larger, light-reactive on both sides. No nystagmus, spontaneous eye movements intact, the patient answered yes/no to some questions and afterwards, no answers nor did she carry out commands. Pulling back on pain stimulus and the patient moved 4 limbs spontaneously was further noted. Additional research included: crp 2.2. Normal complete formula, normal liver function, egfr 69, glucose 129, sodium149, potassium normal, urine (sp probe): 1387 wbc in urine aerobic culture, pseudomonas aeruginosa > 100 000 germs/ml, CT cerebrum (10.06.22), no acute pathology, rx thorax (11.06), no obvious infiltrate, with some reserve, lumbar puncture, 1 wbc. 2 rbc, normal glucose protein and lactate. Anamnestically, they retain complaints of thin-headedness, progressive nausea and vomiting since pump filling. Days after pump filling severe confusion without focused contact occurrd. On presentation at emergency department, they noted a restless and agitated patient without focused contact, and no obvious lateralization. However, clinical examination was impossible. The patient was haemodynamically stable. Initial brain CT could not reveal acute pathology. In the context of a possible underlying infectious process, urinalysis showed 1500 wbc with culture positive for pseudomonas aeruginosa, rx thorax normal. Biochemically normal crp. Lp showed no increased cytosis, antibodies for autoimmune meningitis were still to follow. Eeg showed mildly to moderately delayed, encephalopathic trajectory, and no epileptiform activity. They conclude suspected baclofen overdose after pump refill. Baclofen pump was set to minimal rate and substituted perorally with baclofen 3x 5 mg, which could possibly be increased to 3x 10 mg. With this, normalization of the clinic, with patient was feeling like at home again. Bladder colonization was not treated antibiotically given no systemic crp rise. Ambulatory pump study was recorded on (B)(6) 2022. The patient was discharged home on (B)(6) 2022 in generally good condition. Further follow-up was scheduled in 3 months. The patient was diagnosed with a possible fall risk and the patient was eager to follow up. The patient¿s medications included the following: pantoprazole tablet msr 40mg; orally; 1 x daily 1 piece, paracetamol tablet 1000mg; orally; if necessary 4 x daily 1 piece, free text medicine baclofen 855 microgr; intrathec.; lx per quarter 1 dose, for 90 day(s); stop date: (B)(6) 2022, ibuprofen tablet 600mg; orally; take 1 piece 2 times daily with meals and stop if stomach discomfort occurs, baclofen tablet 10mg; orally; 3 x daily 0.5 piece, topiramate tablet coated 50mg; orally; 2 x daily 1 piece, escitalopram tablet 10mg; orally; 1 x per day 1 piece, oxycodone melting tablet 5mg; orally; 1 x daily 1 piece, nestrolan tablet 100mg; orally; 1 x per day 1 piece, and lenzetto transdermal spray solution 1.53mg/dose; and transderml; 1 x daily 1 dose. Diphantoin was stopped on (B)(6) 2022. Extubation took place on (B)(6) 2022 and keppra could be stopped on (B)(6) 2022. The patient, who was admitted to the intensive care unit from (B)(6) 2022, was discharged from intensive care service on (B)(6) 2022 after coma/stupor/serious loss of consciousness, and suspected baclofen intoxication. It was indicated that there was no permanent damage after a short comatose period and a ¿restitutio ad integrum¿ had occurred. The patient¿s condition at discharge included the following: heart rate: (B)(4) , bp: 81/66(72) mmhg, bp (cuff): 88/70(75) mmhg, lactate: 0.8 mmol/l, troponin t (hs): 10 ng/l, last validated fluid balance: 634 ml last validated on (B)(6) 2022, moisture in: 1702 ml, and moisture out: 1068 ml notes: hd stable sinusally. Neurological: vas score: 0 comments:awake and alert executes command at nighttime still episodes of disorientation for which haldol spasticity under control by providing baclofen po respiratory: respiratory data: mode: standby, fio2: 21 %, po2: 96.2 mmhg pco2: 41 mmhg spo2: 98% notes: bil vag no flumes rx ok no 02 supplement renal-metabolic: total urine output last 24 hours: 1180 ml, urea: 23 mg/dl kreatinine: 0.53 mg/dl egfr: > 90 ml/min sodium: 140 mmol/l, potassium: 3.93 mmol/l, phosphate: 1.39 mmol/l, magnesium: 0.84 mmol/l, and nfdiuresis ok, ions ok. Gastrointestinal/ nutrition:: 821 ml total tube feeding administered in past 24 hours; explanation: supple abdomen without pressure pain, and full sv peristalsis +, sg + -> primperan to be phased out. Hematological: aptt: 28,2 inr: 1,1 haemoglobin: 11 thrombocytes: 451 explanation: gb last temp.: 37.2°c (max: 37.5°c) crp: 16,5 wbc: 6,6 at a consultation on (B)(6) 2022, a pump adjustment of 50 mcg/day to 70 mcg/day occurred and the patient did not notice any difference in spasticity after the pump increase. The patient was still using baclofen 10 mg/ three times a day which caused nausea. The patient also suffered a lot from headache and itching (side effects). Spasms were strongly present, especially at night. Treatment performed included the pumphaving been raised from 70 mcg/day to 90 mcg/day. The appointment for the next pump adjustment (B)(6) 2022. Medication included the following: - paracetamol tablet 1000mg; orally; if necessary 3 x daily 1 piece, - lacosamide tablet film-coated 200mg; orally; 2 x daily 1 piece, - pantoprazole tablet msr 40mg; orally; 1 x daily 1 piece, - topiramate tablet film-coated 50mg; orally; 2 x daily 1 piece, - movicol unidose sachet 25ml; orally; 2 x daily 1 piece, - nestrolan tablet 100mg; orally; 1 x per day 1 piece, - baclofen tablet 10mg orally, 3 times a day 1 piece, and sipralexa oral tablet 10mg; 1 x per day 1 piece.

Manufacturer narrative:
H3: the pump was received; however, pump analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that there was no suspected catheter issue. The patient had gone home and was taking oral baclofen. A new pump had been implanted but was still running on physiological water.